Event description:
It was reported that during use with bd 25g 1in safetyglide¿ needle the needle was discovered to be blocked. 2 of 2 events. The following information was provided by the initial reporter: event 2 ((B)(6) 2023): 1st attempt at injection, customer could not push the solution through the needle, customer was hitting resistance pushing the plunger. Customer pulled the syringe back to make sure the needle was not up against something in the muscle and tried to push the solution through again to no avail. Explained to patient what was happening, apologized and explained to the patient. Customer needs to go get a new needle as this one was defective. Pt tolerated 2nd attempt with new needle well.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Two hundred eighty-one samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-four samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.